Manufacturer narrative:
Two powerport m.r.I. Implantable ports were retuned for evaluation, one for each reported event. The device is labeled for single use. The following investigation summary applies to both reported events. The port body was retuned; however, the catheter and cath-lock were not returned. A visual and functional evaluation was performed. Residue was noted throughout the port body with limited puncture access of the port septum noted. The functional evolution showed that the sample was patent to infusion and aspiration with no leaks observed. While no issues were noted to confirm a blockage or occlusion to the port body, the investigation will remain inconclusive for failure to infuse as the complete port system was not returned for evaluation. As the catheter was not returned for evaluation, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event details and evaluation results, possible contributing factors include catheter occlusion and/or catheter kink.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1808000 implantable port allegedly experienced a failure to infuse. These reports were received from one source. Both events involve the same patient, a (B)(6) year-old female, of (B)(6) kgs. The devices were used inside of the patient, and there were no reported patient injuries.